Event description:
The reprter indicated that at the last follow up the intrinsic rhythm of atrial fibrilation was at a rate of 45-48 without pacing (via telephone). Today the intrinsic rate is in the 50's without pacing. Unable to program the device to voo and unable to get a magnet response. The device will be replaced.